Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. This ICD was replaced and will be returned to boston scientific for analysis. No adverse patient effects were reported.